Event description:
I have been forced to use the CPAP system by dot regulations. The first night I got 3 hours of sleep. The 2nd night I got about 3 hours of sleep an had a bad headache. The 3rd night I had about 2.5 hours of sleep and had a bad headache now during the 4th day, before I would go to sleep, I have severe pressure in my left ear, much like after having the flu, but I have not had the flu. To keep my commercial drivers license I must keep using it. But what kind of damage is this CPAP doing to my head? The last time I had ear pressure like this was 30+ years ago after I had the flu. I have not had the flu in any way since august of 2022, that is 5 months ago. I believe that there is something wrong with the CPAP machine. Sleepcharge. Dates of use: (B)(6) 2023. I was forced to use it by the dot.